Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post sensed t-wave oversensing on ventricular channel was observed. Suggested programming changes were made. Patient was fine after event.

Manufacturer narrative:
Evaluation description: the reported sensing anomaly was not confirmed in the laboratory. The programmer printouts were reviewed and no anomaly was found. Silicone was noted inside each set screw hex cavity that prevented full insertion of the torque driver. This may have led to difficulty tightening and loosening the set screw, potentially resulting in improperly secured lead connections. (B)(4).

Event description:
New information received notes that device was intermittently undersensing r waves. Device had been reprogrammed. Generator replacement was scheduled. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the device was explanted and replaced due to eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun